Event description:
Pt revised due to tibial component subsidence.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not identify the root cause, reported rheumatoid arthritis may have been a contributing factor. The need for corrective action was not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.